Event description:
Ventilator heater/humidifier was blinking and its power cable sparking at the connection to the heater/humidifier. Upon closer inspection, the black end of the three-pronged cable, where it connects to the white end of the circuit on the heater/humidifier, displayed scorch marks and felt hot to the touch. There was no fire. The ventilator heater/humidifier is separate from the ventilator delivering the oxygen. Thus, oxygen delivery was not affected or interrupted, and the patient was not harmed.